Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported positioning failure were due to procedural circumstances of transseptal puncture in conjunction with challenging patient anatomy (severe scoliosis). The cause of the reported difficult to remove (entanglement) appears to be due to procedural circumstances during clip removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip becoming entangled with another device during removal. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The patient presented with severe scoliosis so the transseptal and steerable guide catheter (sgc) introduction were very challenging. A xtw clip was advanced in the patient and positioned towards the valve. After adding 1/2 turn of + knob due to an aorta hugging trajectory and 1/2 turn of m knob it was apparent that nothing was improving the trajectory to the valve. At this point the sgc lost access across the septum and was now in the right atrium. The sgc was unable to be pushed back across the septum, so the clip was able to be steered back to the sgc. However, the clip became caught briefly on the sgc during removal. There was no damage to the sgc and a replacement xtw clip was used to complete the procedure, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.